Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement test due to motor error alarm. All the buttons functioned properly and no moisture damage on keypad traces noted. No blank display noted during testing. Analysis was unable to perform unexpected restart test due to motor error alarm and no unexpected restart error alarm noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump would not turn on. The customer also reported that they could not clear an unexpected restart alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.